Manufacturer narrative:
The reported patient symptoms of pain is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The device has been returned, and analysis is currently in progress. A supplemental report will be submitted upon completion of the device analysis.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated to the scrotum. The reservoir was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis presented with pain. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated to the scrotum. The reservoir was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated to the scrotum. The reservoir was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection revealed that both cylinders had a hole at the proximal end from a sharp instrument. As a result, they did not pass the leakage test due to leakage in the proximal end site of the cylinders. The flat reservoir passed microscopic inspection with no damage or abnormalities observed. It also passed the leakage test. The ms pump underwent microscopic inspection, leakage testing, and functional testing. It passed all tests, and no damage or abnormalities were found. A device history record (DHR) review conducted confirmed the device met all material, assembly and performance specifications. The reported allegations of pain and migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.